Event description:
When the horizon pump IV set with back check valve and 3 clave injection sites (15 drops/ml) were installed to be used, the pump gives a "reads system error". When a new lot # batch was used this stopped. The batch # 060349903-27-133 cuased this error reading over and over.